Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery. She changed the reservoir and infusion set and it alarmed again. Customer's blood glucose was 500 mg/dl. Customer hasn't treated as she was going to change the set and treat with a bolus. Customer just wanted to report the device had alarmed and declined troubleshooting. Customer stated she was getting a new device. The device is not returning for analysis.